Manufacturer narrative:
Date initial report sent: 04/02/2008.

Event description:
Procedure type: inguenal hernia repair. According to the reporter: upon removing the dissector balloon, it caught on the access (structural) balloon cannula and it burst while in the cavity. The surgeon removed a portion of the balloon, but his was uncertain if all pieces were removed. The peritoneum space was compromised and some bleeding was reported.